Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element plus,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 24sep2019. It was reported the crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.50x32mm promus element plus drug-eluting stent was advanced but failed to cross lesion despite repeated attempts. The procedure was completed with a 3x28mm promus element plus drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.